Event description:
The customer reported erroneous results for one patient sample tested for total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa. The initial total psa result was 7.00 ng/ml. The initial result was reported outside of the laboratory and questioned by the physician. The sample was repeated with a result of 0.301 ng/ml. A second blood sample was taken from the patient and tested for total psa with a result of 0.277 ng/ml. It is not known which of the repeat results were considered to be correct. No adverse event was reported. The total psa reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were acceptable. There was no indication of a general issue with the system or the reagent. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).